Event description:
In compliance with MDR reporting regulation, section 803.22, we wish to inform you of an adverse event associated with another manufacturer's device which has been received at allergan inc. ((B)(6) ref (B)(4)). Patient reported "hair loss, brittle nails, cold (feeling), weight gain, low energy" and "breast implant illness" of a non-(B)(6) device. This record is for the right side. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).